Manufacturer narrative:
The screw is not available for evaluation. Review of x-ray images that were provided confirmed the screw breakage. Review of the device history record found the lot met specification requirements when released to stock. No other complaints have been reported for this production lot. No conclusions can be made at this time. The device is intended to be a temporary fixation device to aid in the process of fusion. Breakage can occur due to delayed union or non-union as well as with cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device. At this time, the complaint is considered to be closed.

Event description:
International affiliate reports the patient received dorsal fusion (left and right) on c1-c2 in (B) (6) 2007. Screw breakage on c1 after about twenty months. The left side of the construct was removed and the top portion of the broken screw remained in the patient as the surgeon felt this would not be a problem. The event was not reported by the hospital until (B) (6) 2010.